Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, it was difficult to remove the stylet from the left ventricular (lv) lead. The stylet was cut and the lead was connected to the ICD. All measurements were within normal range and the procedure was completed with no adverse patient consequences.